Event description:
On (B)(6) 2011 customer reported that the dxc 800 pro instrument generated false high sodium (na), potassium (k) and/or chloride (cl) results on 2 patient samples. Customer stated that results were reported out of the lab. Customer stated that when the issue was noted, the samples were repeated and the reports were amended. Customer has not received any reports of impact to patient treatment based upon the erroneous results reported. Quality control during (B)(6) 2011 did exhibit some imprecision. Field service engineer (fse) examined the instrument and found debris in the flowcell at the carbon dioxide (co2) acid injection port. Fse cleaned the flowcell and verified performance.